Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 444 mg/dl. The customer was treated with insulin pump only for the high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they have contacted their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. Customer stated that drive support cap was appeared to be normal. Troubleshooting were completed for the high blood glucose. The device will be returned for analysis.